Event description:
It was reported that device shift occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx closure device and delivery system (wds) were inserted. The device was deployed, and position, anchor, size, and seal (pass) criteria were met. As the wds was released, the closure device shifted proximally and was under compressed, no longer meeting pass criteria. The implanted closure device was monitored for 15 minutes and no additional change in position was observed. The following day a transesophageal echocardiogram (tee) was performed to evaluate the position of the closure device. No further movement had occurred and no additional intervention was required.